Event description:
It was reported that "hospital went to use but noticed cracks in the second inner tray. Decided to use a different one because they weren't sure whether the kit was still sterile".

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.